Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge/power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon investigation, corrosion was found on pin 2 of the battery pack connector. The cause of the inability to power on a monitor and charge was the corroded connector pin. The root cause for the corrosion was contamination of an unknown substance. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that it was unable to charge or power on a monitor.